Event description:
It was reported there was high impedance, ( > 3000 ohms), and oversensing. The lead and ICD were both explanted. No patient complications have been reported as a result of this event.